Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to emergency room on (B)(6) 2019 due to diabetic ketoacidosis and hyperglycemia and treated with insulin injection. The customer¿s blood glucose level was 600 mg/dl and 142 mg/dl. Customer was not like to continue troubleshooting. Customer did not receive a sensor updating or sensor glucose value not available alert. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer states they got the sensor that did not work. The device will not be returned for analysis.